Manufacturer narrative:
The external visual inspection revealed cut silastic overmold along the electrode lead. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed damaged electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition resulted in out of range values for one of the electrical tests performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and pain with device use. Programming adjustments were made and external equipment was exchanged, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold along the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed deformed electrode wires along the lead. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. The scanning electron microscopy analysis of the electrode revealed that the some of the electrode wires at the electrode contact pad had been partially pulled out of the contact weld. In addition, there was evidence of damaged parylene wire coating on some electrode wires at contact pads. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. In addition, the scanning electron microscopy analysis of the electrode revealed that some of the electrode wires at an electrode contact pad had been partially pulled out of the contact weld. Furthermore, there was evidence of damaged parylene wire coating on some electrode wires at contact pads. A corrective action has been implemented. This is the final report.